Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-3200-0021 synergyuhd4 camera control unit had a burning smell and was physically damaged where the light cord was inserted into the unit. The end of the light cord seemed burned and was black at the end, as well as the console's plug-in. The case was completed using another light cord, and at the end of the case, the same issue occurred. It is unknown if the two light cords used in the case were arthrex products. There was no injury to the patient, surgeon, or facility staff. The case was delayed for a couple of minutes, and there was no information on added anesthesia administered to the patient. There was no rep present at the case. This was discovered during a urology procedure on (B)(6) 2025, with no report of patient harm. Additional information was received on 01/13/2025: the two unknown light cords reported during this procedure are non-arthrex products and were discarded. No additional anesthesia was administered to the patient.

Manufacturer narrative:
(Cleaning) due to the visible residue on the surface of the light engine led, the reported event of "an ar-3200-0021 synergyuhd4 camera control unit had a burning smell and was physically damaged where the light cord was inserted into the unit. The end of the light cord seemed burned and was black at the end, as well as the console's plug-in. The case was completed using another light cord, and at the end of the case, the same issue occurred" was confirmed. The most likely cause was determined to be contaminant on the third-party light guides.